Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was unable to open. They stated that they had previously opened the drawer and retrieved the medication, but when attempting to close it, the drawer felt slightly stuck. The customer pushed the drawer closed, and when they tried to access it again, the system displayed a hardware failure message. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer assisted the customer using remote support services, customer cleared the medication jam, the issue was resolved, customer checked the drawer using pyxis inventory. The system functioned as intended after the field service engineer assisted the customer to repair the device.